Event description:
It was reported the optics of the subject device was defective. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coverglass of the insertion section was cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective optics was due to the coverglass of the insertion section was cracked and the outer tube has a dent. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.